Event description:
It was reported that the ventilator had stopped functioning with an audible alarm while connected to a patient. The patient was manually ventilated by the caregiver for transport to the local hospital. The patient was placed on the hospital ventilator with no patient harm reported.